Event description:
During the procedure the device was seated in the right coronary artery (rca). The pressure was fine. While physician was waiting for balloon to be prepped, he noticed pressure damping. Physician had to inject dye into the right coronary. This revealed a dissection of the rca. The pt was taken to surgery to repair the dissected artery. Pt is now recovering from surgery.